Manufacturer narrative:
It was indicated that the device was available for return, however the device has not been received; therefore, a technical analysis of the complaint device could not be completed. A picture was provided, and it is possible to confirm that the pulling wire broke and, upon withdrawal of the catheter, the wire exited between the third and fourth electrodes.

Event description:
It was reported that the pulling wire broke and upon withdrawal of the catheter, the pulling wire had exited between the third and fourth electrodes of the catheter. An intellanav mifi xp temperature ablation catheter was used during a procedure to treat common flutter. It was noted that an audible sound was heard, and the pulling wire broke and the catheter lost deflection. Upon withdrawal of the catheter, it was observed that the pulling wire had exited between the third and fourth electrodes of the catheter. Another of the same device was used and the procedure was completed. The size and type of sheath used was a 9f, and no resistance was felt while maneuvering the catheter. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the pulling wire broke and upon withdrawal of the catheter, the pulling wire had exited between the third and fourth electrodes of the catheter. An intellanav mifi xp temperature ablation catheter was used during a procedure to treat common flutter. It was noted that an audible sound was heard, and the pulling wire broke and the catheter lost deflection. Upon withdrawal of the catheter, it was observed that the pulling wire had exited between the third and fourth electrodes of the catheter. Another of the same device was used and the procedure was completed. The size and type of sheath used was a 9f, and no resistance was felt while maneuvering the catheter. There were no patient complications reported as a result of this event. The device is expected to be returned for analysis.